Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens loaded normally without issue, but when delivered into the eye, the haptic was noted to be completely seared off. It was manually dissected and removed from the eye. Another iol was implanted without difficulty during initial procedure. Additional information has been requested and stated that, as per the surgeon opinion, the haptic seared was due to cartridge or injector. There was no patient harm reported.

Manufacturer narrative:
The company cartridge was not returned for evaluation. The associated lens was returned for evaluation. Solution was dried on the lens. One haptic was broken in the gusset area and returned loose in the lens case. One haptic has a notch of lens material missing on the anterior surface. One section of the optic was cut off and returned. The other piece of the lens has a split across the optic. Cracks are observed on the lens. All product and batch history records are quality reviewed prior to product release. The specific monarch cartridge model was not provided. The diopter of this lens model has been qualified for use in the company model c and d cartridges only. It is unknown if a qualified cartridge was used. A qualified handpiece and viscoelastic were indicated. The root cause for the reported complaint cannot be determined. The cartridge was not returned for evaluation. The lens was returned and broken haptic damage was observed. We are unable to verify the haptic was broken in the cartridge. It is unknown if a qualified cartridge was used. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Company lens IFU (instructions for use): follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).